Event description:
It was reported the patient had a loss of therapeutic effect and felt return of symptoms in her perineum. The patient said the battery was 90% depleted due to a damaged lead. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).